Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the device had a cassette not attached error. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that that device alarmed error code "cassette not attached error." Review of event log found no relevant error codes. Review of service history found no relevant information. Visual and functional testing was performed. Complaint was confirmed with lifting dso seal and no change in dso sensor pressure value. Replaced the downstream occlusion (dso) sensor and seal. Probable cause was liquid damage and failed dso sensor. The device passed all testing post repair.